Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection and erosion. Reportedly, the patient received a bigger and more noticeable ICD then the chest was red and swollen. The caller was transferred to the following physician. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection and erosion. Reportedly, the patient received a bigger and more noticeable ICD then the chest was red and swollen. The caller was transferred to the following physician. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics did not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.this supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.